Event description:
It was reported that a small volume folfusor leaked during infusion. The device had been filled with 3300mg fluorouracil. The reporter stated that there was liquid at the bottom of the device, which was observed after the patient took a shower. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured february 4, 2014 to february 5, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded by the customer; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.